Manufacturer narrative:
Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that the patient received more medication than intended. At an unspecified time the device was programmed to deliver an unspecified concentration of potassium phosphate, for a duration of 4 hours, and the delivery was started. No further programming parameters were provided. After 1.5 hours, it was reported the nurse noted the device had an unspecified alarm. At that time, the nurse noted that the medication container was empty; however, the device display reportedly indicated that there was 3 hours left to deliver. The device was removed from clinical service. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.